Manufacturer narrative:
A thorough investigation with log review could not reproduce the reported failure. The system was returned to service.

Event description:
It was reported during a tricuspid clip procedure, the epiq cvxi ultrasound froze 2-3 times requiring restarts. The procedure took an additional 30-40 minutes. The procedure was able to be completed with the same system and there was no change in the patient¿s outcome. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.